Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device revealed the device did not have any visual defects and no kink or damage was noted on the shaft. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Under a vision system, a pinhole was found on the balloon material. Functional analysis was performed, and the balloon was inflated; however, it was noted that liquid was escaping due to the pinhole. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two maxforce biliary dilatation balloon were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon was leaking. The same issue occurred with the second device. The procedure was not completed as the same device was unavailable. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.